Manufacturer narrative:
Evaluation: visual inspection of the returned product found the lens optic torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint found. Conclusion: no conclusion can be drawn. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted an aq2003v silicone three piece lens and noted there was a scratch on the optic surface. The lens was removed with no pt injury, no incision enlargement or sutures. Another lens was implanted. The reporter stated it was unk if the lens was defective.